Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the following is likely to have caused the malfunction: the most probable cause of the observed damage was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance.

Event description:
It was reported that the duodeno videoscope had a light guide lens that had tiny chips in the glue. There were no reports of patient harm.